Manufacturer narrative:
Final device analysis determined no anomalies. The capsule was returned unattached from the delivery system with the trocar needle fully advanced. No blood or tissue was present.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to pt's esophagus. The capsule fell off in the pt's mouth. No serious injury to the pt was reported.